Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting found that the host pc did not boot up. The fse confirmed that the output of the bios battery of the host pc was 1.1v, which was lower than normal. The fse replaced the bios battery. After the battery was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.